Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated their insulin pump delivered 14 units without their input. The customer reported pump physical damage. Troubleshooting was completed but did not resolve the issue. The customer stated the pump had over delivered again a month prior. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with serial number label missing, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).